Manufacturer narrative:
After review of additional information received section has been updated accordingly. Exemption number e2016019.

Manufacturer narrative:
Exemption number e2016019. Heartware is submitting this retrospective summary report (rsr) as a result of remediation activities related to FDA warning letter fla-14-4, dated june 2, 2014. This report contains a total of 1784 devices associated with 888 complaints involving alleged 'malfunction' events of the heartware left ventricular assist system (lvas) between (B)(6) 2012 and (B)(6) 2014.

Event description:
The manufacturer is submitting this retrospective summary report (rsr) as a result of remediation activities related to FDA warning letter fla-14-4. See supplemental report.